Manufacturer narrative:
H3 other text: not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient sister alleges they want to register his device so they can use his replacement device. She said that her brother's current device had blown out due to shock. Device will not turn on/device not functioning. Her brother has been having difficulty in breathing/ short of breath, feeling dizzy, lightheaded and having some headaches. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient sister alleges they want to register his device so they can use his replacement device. She said that her brother's current device had blown out due to shock. Device will not turn on/device not functioning. Her brother has been having difficulty in breathing/ short of breath, feeling dizzy, lightheaded and having some headaches. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. After the first attempt to have the device and components evaluated, the customer responded but there is no information regarding device return to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. If pertinent information becomes available regarding device return and completion of evaluation, a follow-up report will be filed. Section h6 updated in this report.